Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphoma" and "seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma and lymphoma."

Event description:
Health representative reported left side seroma. Health professional also reported alcl lymphoma. Pathological markers confirming alcl have not been received. Treatment provided in the form of a capsulectomy and chemotherapy. Device was explanted.